Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) the patient experienced blurred near and distance vision, diplopia. The lens had been exchanged in a secondary procedure. Clinical reason for explant was central corneal opacity. Additional information received and stated, in the surgeon¿s opinion, the rings on the intraocular lens in conjunction with the small existing corneal scar caused distortion/double vision/additional aberrations in patient's vision.